Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins): it was reported that during stage 2 surgery, the surgeon was sliding back the boot on the lead protective end cap and boot was filled with blood. It stuck and as the surgeon removed it the wire in the distal end of the lead pulled out of the set screw. One wire was exposed. The boot was stuck due to dried blood. The surgeon trimmed off the exposed wire so it could be connected to the extension as the issue was resolved at the time of the report. High impedances on the 3 contact were reported. All others were normal. No further patient complications were reported/ anticipated as a result of this event.